Manufacturer narrative:
D4): device lot, expiration date n/a for this system. H3): the device was evaluated on-site by field service engineer. Inspection found a loose connection to the pulse charging network (pcn), the high voltage circuitry which powers the system. Reconnection was completed, system calibrations were performed, and the system was operating properly. H6): after evaluation, investigation, and repair were complete, a loose connection to the pcn (resulting in a loss of power) was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat moderately calcified anterior tibial arteries, discovered to be occluded during the diagnostic portion of the procedure. An atherectomy was necessary to relieve the patient''s pain and symptoms. The patient was on the table, and conscious sedation had been administered. During use, a philips laser system displayed a fault 600, which rendered the system inoperable, and the procedure could not be completed. No other options were available to cross the occlusion, so the procedure was aborted, with plans to reschedule the patient after the laser system was repaired. There was no reported patient harm. This report captures the pls, terminal system failure, potential for harm with recurrence.